Event description:
This problem is actually ongoing. Once a cardiac patient no longer needs a pulmonary artery catheter, then it can be removed, but the introducer is often left in place as an access site for fluids via the sideport. The access for the catheter, however, must be blocked off using an obturator. Nurses have repeatedly complained that it is more difficult now to put the obturator (aka blue cap) on the introducer's hemostasis valve resulting in patient discomfort and potential for minor injury. Comparison of current vs. Earlier version of product with scanner: an older introducer (same product)was obtained from a nurse who specializes in training others about catheters, lines and access devices. The obturator easily goes onto this earlier version. I scanned the hemostasis valves and o-rings and the difference in pixels between the o-rings' diameters translates to 0.005" with the current one being larger. This may be enough of a difference to account for the difficult obturator insertion.====================== manufacturer response for percutaneous sheath introducer, arrow int'l======================I sent the ao-09000 (the obturator) which they measured and determined was within specs. I don't believe they attempted to fit it on recently manufactured hemostasis valves to see that is has become difficult to insert.

Event description:
This problem is actually ongoing. Once a cardiac patient no longer needs a pulmonary artery catheter, then it can be removed but the introducer is often left in place as an access site for fluids via the sideport. The access for the catheter, however, must be blocked off using an obturator. Nurses have repeatedly complained that it is more difficult now to put the obturator (aka blue cap) on the introducer's hemostasis valve resulting in patient discomfort and potential for minor injury. Comparison of current vs. Earlier version of product with scanner: an older introducer (same product)was obtained from a nurse who specializes in training others about catheters, lines and access devices. The obturator easily goes onto this earlier version. I scanned the hemostasis valves and o-rings and the difference in pixels between the o-rings' diameters translates to 0.005" with the current one being larger. This may be enough of a difference to account for the difficult obturator insertion.====================== manufacturer response for percutaneous sheath introducer, arrow int'l======================I sent the ao-09000 (the obturator) which they measured and determined was within specs. I don't believe they attempted to fit it on recently manufactured hemostasis valves to see that is has become difficult to insert.